Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.

Event description:
The customer reported that the sheath overlapped and there was bulging in the middle of the bending tube during inspection for use involving an olympus oes cystonephrofiberscope. There was no patient injury reported.